Event description:
According to the reporter, during a laparoscopic procedure, there was a damaged seal. Surgeon was having trouble putting instruments down to 5mm ports. They were sticking. The surgeon put lubrication down the trocar in order to resolve the issue and complete the case. There was no patient injury.